Event description:
No direct event with patient. Defect in needle caught before use. Obtained 4 miniports total with bent needles - have 3 in possession. The needle of the miniport, is bent to the side and unable to be used on a patient.